Manufacturer narrative:
E1: phone number extension: (B)(6). H3: one device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found degradation to the downstream occlusion sensor (dso) seal. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device does not power on. During device evaluation, it was found that the downstream occlusion seal was degraded. There was no patient involvement.